Event description:
It was reported that the system intermittently was not producing an image on the left screen during live fluoro thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.